Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg value not provided) was elevated. Cause was not known. Insulin injection was administered. As the event was in the past, recommendation was made for the customer to discuss the event with a healthcare provider.